Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severly tortuous and calcified right coronary artery (rca). During introduction into the lesion, it was noticed that the 3.00x12mm taxus liberte stent strut was lifted up. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
(B)(4).